Event description:
On the surgical floor the nurse was rounding on a pt and saw that the pt was bleeding from his IV. The luer lock connecting site by the blue port of an IV extension set clave was disconnected from the tubing. There was no complication to the pt. The IV was dc'd without incident.